Event description:
Customer reported the insulin pump alarmed button error. Initially the numbers kept ramping on there own and then it alarmed. Customer's blood glucose was 123 mg/dl. Customer was trying to bolus when alarm occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due light moisture damage to the keypad traces. No button error alarms and no display ramping on its own anomaly noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.